Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction of devices and/or inadvertent mishandling as the guide wire was advanced into the guide catheter resulted in the reported/noted detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to perform an embolization of the left internal mammary branch. A .014 whisper guide wire was advanced into the guide catheter without resistance; however, it was noted that the distal portion where the weld is located had separated. The guide catheter and guide wire were removed together from the anatomy and the separated guide wire portion was in the guide catheter. No resistance removing the devices was felt. The procedure was completed with an unknown device and successful embolization. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.